Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible under delivery and possible over delivery anomalies due to unresponsive button. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer also reported that the device may not be delivering insulin properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the call was 198 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.